Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and after diagnosis, the fse reported that the battery back-up had only 15 minutes. The fse replaced the battery and the unit was handed over in proper working condition. A supplemental report will be submitted when additional information is provided to us.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed low battery alarm. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed low battery alarm. There was no patient involvement.

Event description:
It was reported that during preventive maintenance performed by the getinge fse, the cs100 intra-aortic balloon pump (iabp) displayed low battery alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated after diagnosis he found that battery backup is only 15 minutes. Battery set gone expired. Handed over the unit in proper working order. To resolve the issue the battery was replaced by customer (bme team).